Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had blood back.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had blood back. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced all blood contaminated parts assy crm, blood detect tubing and safety disk. Safety disk supplied by customer. Performed full pm for measurement details and safety tests. All tests pass. Returned to customer and cleared for clinical use.